Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control evaluated the device and verified the reported problem. The device was unable to power on and provide defibrillation therapy in the received condition. The cause for the reported problem was a depleted internal hlc battery.

Event description:
It was reported that the device displayed all three (attention, charge pak and wrench) icons. The device would likely be unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
Correction: the following write up should have been included on the initial MDR: physio-control observed that the device charge-pak had expired on (B)(6) 2008. The charge-pak is a trickle charger that maintains the charge level of the device internal hlc battery. The charge-pak needs to be monitored and replaced periodically to ensure that the device internal batteries are charged and the device is ready for use. Physio recommends periodic inspection of the device and charge-pak replacement prior to the expiration date.